Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received inappropriate shock therapy in the secondary sensing vector while decorating for easter. The patient was subsequently hospitalized, and it was determined that the episode showed a reduction in the r-wave amplitude measurements, with oversensed myopotential artifacts that led to the shock delivery. The shock therapy also had an elevated, but still in-range shock impedance of 146 ohms. Troubleshooting was performed, where it was determined that the reduced r-wave amplitude measurements were reproducible with postural changes. The physician elected to reprogram the device to the primary sensing vector. Device data was also forwarded to boston scientific technical services (ts) for review, where it was discussed that the elevated impedance may reduce shock efficacy in the future. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.